Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be depleting faster than expected. The patient had been seen seven months ago and the longevity remaining was about two years. At the most recent follow-up, however, the longevity remaining decreased to about three months. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. The evidence suggests that this ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: adverse event/product problem, outcome attributed to adverse event, describe event or problem field, explant date, impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be depleting faster than expected. The patient had been seen seven months ago and the longevity remaining was about two years. At the most recent follow-up, however, the longevity remaining decreased to about three months. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.